Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing test with nordic bluetooth device and passed. Transmitter final function tester was performed and passed. Perform share log review and no issues were found related to customer complaint. The problem is not confirmed because the share log contains nothing related to the customer complaint. The reported event of a loss of connection was not confirmed. The root cause could not be determined.